Manufacturer narrative:
The reported complaint of a tcmid:06 (ce post failure) error message on the thermogard xp ivtm system (serial # (B)(4)) was confirmed during functional testing and event logs review. The investigation findings revealed that the root cause of tcmid:06 was due to a damaged cooling engine (ce) as a result of an aging component. The thermogard xp ivtm system was manufactured in april 2012 and it is over 7 years old, well beyond its expected serviceable life of 5 years. No physical damaged on the thermogard xp ivtm system was observed during visual inspection. The oily substance in the glycol was removed by the user facility biomed. During event log review, multiple tcmid:06 were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message tcmid:06 (ce post failure) displayed upon console power on. To remedy the issue, the thermogard console's cooling engine was replaced. The thermogard system was re-evaluated and passed all functional tests without any fault or issue. Thermogard system is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During console check, customer reported that oily substance in the glycol was noticed from the thermogard xp system (serial # (B)(4)). The biomed changed the glycol and tested the system, it did not passed during power-on-self-test (post). Error 5.6.0 (tcmid:06 "ce post failure") was identified in the event log. Possible cooling engine failure. No patient involvement.